Manufacturer narrative:
A supplemental medwatch report will be sent with the evaluation results when received. A review of the manufacturing records was completed. No deviation or abnormalites could be detected. Device not returned.

Event description:
It was reported that during flushing the housing of the transducer came off. Additionally a crack at the three-way stopcock of the picco monitoring kit was found. A leaking luer connection of the transducer is regarded as a malfunction that could lead to a serious blood loss, if the malfunction is to recur. No harm or clinical consequences to the patient occurred, but it could if it is to recur. No blood loss defined as serious injury occurred. Manufacture reference: (B)(4).

Manufacturer narrative:
The involved product was returned for investigation. During first visual check it could be detected, that the transducer was dismantled, the transparent housing was missing and the wires were detached. A leaking luer connection of the transducer could not be reproduced, contrary to what was reported. A leaking luer connection of the transducer is regarded as a malfunction that could lead to a serious blood loss, if the malfunction is to recur. This is the subject of the reporting to FDA, but  a leakage could not be reproduced. In addition the reason for the detached cables was examined to evaluate if a production error could lead to this occurrence. During visual inspection it could be detected that the soldering has been performed adequately. Additionally there is no indication that the housing was not attached in a correct way to the device during production process: the housing of the complained device could be firmly reattached during testing. Based on this a deficiency of production can be excluded. The error pattern with the detached cables was simulated by applying excessive force to detach the cables from the transducer on a inhouse sample. It could be concluded that a force around 140n is needed to detach the cables from the sensor. The investigation does not point to a deficiency during production or in the design. The application of excessive force is seen as the most probable root cause for the detached cables. It is likely that the transducer was secured and fixed to the patient´s bed or a stand during use. The cable has been strained unintentionally (by moving of electrical bed or moving of the mounting stand), which lead to the detachment of the cable from the pcb board. A review of the DHR could not identify any non-conformities relevant to the reported issue. It can be concluded that the investigation result did not confirm the reported leaking luer connection, which is the subject of this FDA reporting. In total, the complaint rate is vey low (< 0,1 %). For the detached cables a weakness of production or design can be excluded after investigation in house. There is no indication or evidence that the device fail to meet its specification. Upon the event occurrence the device was involved and used on a patient. There is no trend for this kind of issue, no further actions will be taken.  This event will be further monitored on the market in order to identify trends. The technology provided by pulsion is an advanced hemodynamic monitoring for intensive care and an aid for intensive care treatment.

Event description:
Manufacturer reference #: (B)(4).